Manufacturer narrative:
The exact date of death was unknown. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indications for use were non-malignant pain and radiculopathy. It was reported that the patient was deceased and the drug delivery pump caused meningitis. When the patient first started to experience the meningitis, the drug being delivered by the pump, other medications the patient was taking at the time of the event, patient's pertinent medical history, was the meningitis related to the patient's death, diagnostics related to the meningitis, the cause of the meningitis and the date of death not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Event description:
Additional information later received reported that the healthcare provider did not know if the meningitis was related to the patient's death and did not have the patient's date of death on hand. The healthcare provider was unsure if the patient was their patient at the time of the patient's death.